Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash. The rash was located on the patient's back under the therapy electrode pads. The patient reported that the rash was itchy and had welts that were oozing due to her scratching the rash. The patient was instructed to properly launder and change the garment and clean the device on a more frequent basis. The patient's physician advised the patient to remove the lifevest for brief periods of time to allow the rash to heal. The patient's physician also prescribed the patient a cream to use on the rash. Follow-up indicated that the rash had improved.